Event description:
I got saline breast implants. Soon after, I started becoming very ill. Fatigue so extreme, it felt like flu. Blurry vision, migraines, constant ligament tears, breaks, herniations. Later, 2016 I started having chest pain, rib pain, burning in the chest. I¿ve seen many doctors. No answers. Seizure like activity. In 2018, black outs, loss of vision for 1 to 2 seconds. Extreme vertigo, foot pain, eye pain. Sleep disorders, neuropathy, swelling of limbs. Autoimmune hashimotos, connective tissue disease. I believe I have breast implant illness. None of these possible safety concerns were ever told to me upon getting implants. I was told saline were completely safe. I do not believe that. The implants have ruined my health. I¿m having them taken out at my own expense and will need more medical leave. Implore you, please reinvestigate breast implants. Hundreds of thousands of women are likely just as sick as me without understanding it¿s likely foreign object disease. Medical device industry needs to be more accountable, and should have and more safety process and protocol than drugs. These implants are not inert, they break down and bleed toxic chemicals into people. Plenty of evidence. Please, hold these companies accountable and make all possible side effects known.